Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed and was not detected on the communication bus at the station, indicating a reoccurring issue. A field service engineer reseated the pyxis bus connection to the module board, which allowed the drawer to recover. Also, replaced the module board because of a reoccurring issue to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 6 failed and was unable to recover, which hindered users from accessing medication for patients. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay in dispensing medications and there was no patient harm. There were no adverse events or injuries reported based on this event.